Manufacturer narrative:
Reference no. (B)(4) . The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 29 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. During the procedure, the delivery system became stuck at the white portion of the esheath. Due to tortuous anatomy, a bent strut partially pierced the expandable portion of the sheath. The delivery system and sheath were removed together as a single unit. A new sheath, valve, and delivery system were prepared, and the vessel was predilated prior to advancement of the new sheath. The new valve was successfully implanted without further issues. There was no patient injury.